Manufacturer narrative:
Correction: after further review of the customer's report, provided sample, and photo, it was determined that the event was referencing the defect needle bent. This is not a reportable event, therefore, the complaint will be cancelled.

Event description:
It was reported that 2 bd insyte-n¿ autoguard¿ shielded IV catheters were defective. The following information was provided by the initial reporter: "I received this defective IV insyte-n autoguard 24 g x 0.56 catheter this morning from the staff in nicu." "They said there were two such catheters opened last night (they threw out the other one)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte-n¿ autoguard¿ shielded IV catheters were defective. The following information was provided by the initial reporter: "I received this defective IV insyte-n autoguard 24 g x 0.56 catheter this morning from the staff in nicu." "They said there were two such catheters opened last night (they threw out the other one)."